Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was inserted via a sheath in the pts right femoral artery. On insertion of the iab there was no blood flow back through the central lumen, and the doctor decided to remove the catheter for this reason. The md wanted to pull the iab back through the sheath to save the pt from a huge blood loss and keep the sheath in situ, as the pt was already having problems with coagulation. Removing the iab back through the sheath was not possible due to the size of the unwrapped catheter. The process of trying to pull the balloon out through the sheath damaged the balloon further and therefore there is blood in the driveline tubing. The catheter was left tin situ, and the pt was transferred to the intensitive care unit (ICU). They restored his coagulation with clotting drugs, and then removed the iab in the ICU. The iab was left in the pt for 2 hours prior to removal. Later that day they inserted another (B)(4) in a new site with no problems. There was no reported pt death or injury.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.